Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While reaming the acetabulum, using a quickset grater, a piece of the grater shell broke off and was in patient. It was noticed on the x-ray (interoperatively) and the piece was removed from the patient.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned product confirmed the complaint. The device history record was reviewed and no discrepancies were found. The breakage of the acetabular grater was likely due to stress corrosion cracking. Stress corrosion cracking occurs when the combination of applied stress and a corrosive environment leads to cracking or fracture at loads lower than that the ultimate or fatigue strength of the material. It is likely this grater was exposed to repeated exposure to corrosive environments in excess of what is recommended by the instructions for use. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated. Complaints for this failure type will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.